Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 had failed. A field service engineer (fse) replaced the remaining old-style latches with updated latches, rebooted the system, and verified functionality through the hardware test application. The system was confirmed operational, and access to the pyxis unit was restored without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 had failed over 50 times. It was noted that multiple recovery attempts were required before successful recovery; however, the issue reoccurred shortly after use. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.